Event description:
The customer reports observation of depressed atellica im carcinoembryonic antigen (cea) results which were discordant relative to repeat testing when using cea lot 226. The customer indicates that some samples have produced falsely-depressed atellica im cea results which disagreed with higher results produced upon repeat testing using the same instrument. There are no allegations of any adverse patient consequences in association with the discordant observation.

Manufacturer narrative:
A customer from outside the united states reported observation of depressed atellica im carcinoembryonic antigen (cea) results which were discordant relative to repeat testing. Siemens is investigating.

Manufacturer narrative:
A customer from outside the united states reported observation of depressed atellica im carcinoembryonic antigen (cea) results which were discordant relative to repeat testing. Update, 03-mar-2026: siemens has concluded the investigation. The customer reported that three samples had produced falsely depressed results (<0.5 ng/ml) which conflicted with higher results obtained from repeat testing on the same instrument. However, siemens has been unable to identify the erroneous results described. The repeat tests, identified as correct, can be seen in the instrument¿s record from (B)(6) 2026. The initial results for these samples, which the customer indicates were <0.5 ng/ml, are not present in the instrument record any time after (B)(6) 2026. All assay quality control (qc) results were within specified ranges for the period from (B)(6) 2026. Reagent-related causes were effectively ruled out based on observed qc results and the absence of issues for any other samples. Return of the affected samples for further investigation was not possible due to unavailability of sample. Due to the lack of available information, the alleged erroneous results cannot be investigated further, and the cause for the discordant results cannot be determined. There is no evidence of a systemic reagent or instrument-related cause. The customer is operational with the cea assay and continues to monitor qc and patient results. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.